Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and vibrate check during the self test. The pump had no audio tones during tone check on the self test due to an open coil. The pump had minor scratches on the display window, a scratched case, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the device alarmed with no audible tone. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.